Event description:
In process of intubation, the blade broke off at handle and flew across the room. The pt was unharmed. They grabbed a reusable blade and continued the procedure. As per representatives of the user facility.